Event description:
The clinician reports the implant was inserted (B)(6) 2020 in the patient's mouth. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2023 loss of osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.